Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, following an open total knee procedure, wherein sutures were used for skin closure via interrupted instrument ties, the patient came back in for wound debridement due to wound dehiscence. It was then noted that the thread broke, the knots did not hold, and the sutures were splitting. The issue occurred in three sutures that were used during the initial procedure. The surgeon used a competitor's device to resolve the issue.

Manufacturer narrative:
D10 concomitant products: sm-5638, sm-5638 biosyn* 3-0 und 75cm p12 x12 (lot# unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, following an open total knee procedure, wherein sutures were used for skin closure via interrupted instrument ties, the patient came back with wound dehiscence. It was noted that the thread broke, the knots did not hold, and the sutures were splitting. The surgeon used a competitor's device to resolve the issue.